Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trimaaccel system operated as intended. Based on the available information, it cannot be ruled out that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.